Event description:
In 01/2004, the user facility informed the manufacturer's sales rep of the following: port was used several times before it started to leak, around 20 days after implant, through incisional site.